Event description:
The accuryn catheter separated from the drainage bag causing urine to spill onto the floor creating a fall risk for patient and staff. The catheter disconnection caused the system to be an opened system and creating a potential risk for urinary tract infection to the patient. Additionally, a second patient experienced the same event. Manufacturer response for intra-abdominal pressure monitoring device, accuryn monitor (per site reporter). Sent a list of questions for me to respond to and sent shipping container to return device.